Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Additional initial reporter: (B)(6). Education and troubleshooting provided. During transport, gas gain alarm occurred and was successfully resolved. Transport rn instructed to call back if alarm recurred for pump reporting.

Event description:
User called into emergency support program line to request and report issue during transport intra-aortic balloon (iab) had gas gain alarm occurred. There was no harm or injury reported.